Event description:
Tip of laser catheter "frayed/melted" off into patient in the anterior tibial artery of the right leg. Patient remained stable throughout procedure. Patient c/o pain in right foot, medicated with fentanyl and versed with no good effect. Multiple unsuccessful attempts made to retrieve object. Doctor well aware of situation and manager of catheterization lab made aware.======================manufacturer response for turbo elite laser ablation catheter, (brand not provided) (per site reporter).======================notified by the physician.